Event description:
It was reported that the customer went swimming with the pump on. Subsequently, the pump shut off and became unresponsive. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A follow up supplemental report will be submitted if the device has been received.